Event description:
Event description guidant received information that this patient had received three inappropriate shocks. Stored egrams revealed noise which could be reproduced by moving the device in the pocket. Interrogation revealed an is-1 fracture. The rate/sense portion of the lead was capped and the shocking portion remains active. A new guidant rate/sense lead was successfully implanted.